Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator and a broken conductor wire inside of the grey isolator part. The molded insulator with grip was found to be broken off and was approximately 15mm x 4mm long. The molded insulator was not returned with the instrument. Also, the instrument failed the electrical continuity test due the broken conductor wire.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, jaw damage was noted on the force bipolar instrument. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument in question was inspected prior to use, and no abnormalities or damage were noted during this initial inspection. During the surgical procedure, the device's jaw broke when the instrument was rubbed against another instrument to remove burnt residue¿this took place in the latter phase of the operation. At the time of the breakage, the staff was engaged in cleaning the instrument rather than direct tissue handling or dissection. The surgeon attributed the breakage to their own handling and expressed intent to exercise greater caution in the future. Prior to the event, the instrument had been temporarily removed during surgery, and the wrist was properly straightened before removal; no notable resistance was felt during this process, although staff could not definitively comment on every instance of removal. Upon final removal, the wrist was once again straightened, and no resistance was observed through the cannula. There was no damage noted to the cannula after the event, however, additional damage to the instrument itself was observed. Importantly, although a breakage occurred, the staff confirmed that no instrument fragment actually fell inside the patient, so retrieval was not necessary. Postoperative radiography was performed to ensure no fragments remained and confirmed that nothing was left inside the patient. As such, no additional surgical interventions were needed for fragment retrieval. The procedure was completed as planned without conversion or abortion, and there was no injury or adverse outcome for the patient. Furthermore, the patient did not return to the hospital with any post-surgical complications related to retained foreign bodies. The instrument and accessories are available for return to intuitive surgical, but since nothing fell into the patient, there is no fragment to return. Lastly, no photographic or video documentation of the device or the procedure is available for further review.